Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for follow-up in clinic, a message for eri reached before the device implant date was observed. Device image was not saved due to slow telemetry speed. On (B)(6) 2016, an eos message was noted. Device download was performed and device function was restored. Patient's condition was stable and the patient will be followed normally.